Manufacturer narrative:
The device was received following the revision surgery and is being evaluated. The suture was broken but no clear cause of the event could be immediately determined. Based on discussion with the event reporter, the most likely cause of this event (based on the pt's comments to the physician) is non-compliance with the post-operative protocol. Nevertheless, the retrieval sample is being fully evaluated. Any add'l, relevant info obtained will be addressed in a subsequent report. Device history record and complaints history reviews revealed nothing relevant to this event.

Event description:
About a week after initial surgery for acute ac injury, pt reports being out of his sling and moving his arm in an adducted position across his body when he felt a painless pop in his shoulder. Pt presented to physician's office where x-rays revealed a loss of reduction of the ac joint. Options were discussed with the pt, and the pt elected to have revision surgery. During the revision procedure, implant was found to be intact and in place with the exception of a broken suture. The original implant was removed and the case was completed successfully. Event reporter reported that the pt's subsequent post-operative course remains unremarkable and the pt continues to do well. No add'l adverse consequences have been reported from this event. This device is used for treatment.